Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device initially fired properly; then intermittently the clips were scissoring and spinning in the jaws. The device was also double feeding. The case was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.